Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: lap partial nephrectomy. According to the reporter: suture thread broke away from the needle during the case. Allegedly, the pt left with retained needle in right kidney.